Event description:
It was reported the tips of the driver broke and were unable to be removed from the screw, therefore the tips remain in the patient. File two of two for the same event, see 2242816-2014-00049.

Manufacturer narrative:
A visual examination confirmed the reported event. The tips of the instruments are sheared off; the remaining portions of the tips are deformed in a clockwise torquing/twisting manner. Hardness testing of the returned product confirmed proper manufacturing and processing. Due to the condition of the returned plug driver a functional evaluation was not performed. A review of the device history records indicated that there were no dimensional, functional, or material anomalies reported at inspection. The probable underlying root cause for the damage is excessive torque forces leading to loss of mechanical integrity and ultimately instrument fracture and deformation during usage of the device. The device was returned for evaluation. Report two of two for the same event, see 2242816-2014-00049-1.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Without a product return, no product evaluation is able to be conducted. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.